Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, upon removal of the delivery catheter system (dcs), it was noted that the dcs was not removed softly, and the nose cone interacted with the valve, resulting in dislodgement. Subsequently, a second system was prepped. It was attempted to snare the initial valve. However, the patient did not have an option for a third access site to insert the snare wire to reposition the valve. After multiple attempts to cross the dislodged valve with the second system, the patient became hypotensive, and the procedure was ultimately aborted. Additional information was received that the right femoral artery was used as the access site, and a medtronic guidewire was used during the procedure. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) by 40 mm balloon. The cuspal overlap technique was used, and training guidance for slow deployment of the valve was followed. The dcs was not twisted or torqued at any point during deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the medtronic guidewire. Per the physician, the patient's aortic tortuosity contributed to the dislodgement, and there were no additional procedural observations that may have impacted this event. Additional information was received that the medtronic guidewire did not cause or contribute to the dislodge.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, upon removal of the delivery catheter system (dcs), it was noted that the dcs was not removed softly, and the nose cone interacted with the valve, resulting in dislodgement. Subsequently, a second system was prepped. It was attempted to snare the initial valve, however the patient did not have an option for a third access site to insert the snare wire to reposition the valve. After multiple attempts to cross the dislodged valve with thesecond system, the patient became hypotensive, and the procedure was ultimately aborted. Additional information was received that the right femoral artery was used as the access site, and a medtronic guidewire was used during the procedure. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) by 40 mm balloon. The cuspal overlap technique was used, and training guidance for slow deployment of the valve was followed. The dcs was not twisted or torqued at any point during deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the medtronic guidewire. Per the physician, the patient's aortic tortuosity contributed to the dislodgement, and there were no additional procedural observations that may have impacted this event.

Manufacturer narrative:
Updated data: a1. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, upon removal of the delivery catheter system (dcs), it was noted that the dcs was not removed softly, and the nose cone interacted with the valve, resulting in dislodgement. Subsequently, a second system was prepped. It was attempted to snare the initial valve, however the patient did not have an option for a third access site to insert the snare wire to reposition the valve. After multiple attempts to cross the dislodged valve with the second system, the patient became hypotensive, and the procedure was ultimately aborted.

Manufacturer narrative:
Continuation of d10: product ID (evproplus-26); product lot/serial number: (B)(6); product type: (0195-heartvalves). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.